Event description:
Hypotensive, hypovolemic pt was undergoing a cat scan. Pressure line that was hooked up to right radial arterial line broke at 3-way stopcock. Pt exsanguinated 400 cc's of blood. Pt had one unit of blood (350 cc's) infused. This pt was already scheduled to receive the blood.